Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, broken battery tube threads and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a crack around the battery bank and crack near the top of the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.